Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery of insulin. The customer's blood glucose was 213 mg/dl at the time of incident. Customer reported that he has done a complete set change and there is no insulin coming out of the end of the needle. Customer reported that, he figured out that the problem was with the reservoir .the customer reported that the no delivery issue was resolved by changing reservoir. The reservoir will be returned for analysis.